Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarms. The customer stated insulin pump had insulin flow blocked and she was disconnecting from the quick release. Customer stated that she tried bolus and when she got the alarm again. Customer stated that she had unexplained low and unexplained high as well and the lip ring was okay, intact and still on her insulin pump and not even damaged. Customer stated that self test passed but high pressure test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.